Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to cellulitis and inflammation. The physician also stated that the patient is allergic to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates the device remains in possession of the explanting hospital.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to cellulitis and inflammation. The physician also stated that the patient is allergic to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates the device remains in possession of the explanting hospital. This supplemental report is being filed based on a change to the evaluation conclusion code in section h6 of this report.